Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h11. Additional information: d3 results of investigation: the suspect device was not returned to vyaire medical for evaluation. The exact root cause could not be established. After suggesting to recalibrate and test the device again and request log files for review, no further updates received from the customer.

Manufacturer narrative:
H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that after calibration of the screen and during use , the bellavista1000 touch screen is not good. It doesn't react on the spot it was touched. Patient was transferred to another vent. No patient harm.